Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were ventricular sensing episodes on right ventricular (rv) lead when there were no atrial events. It was also reported that right atrial (ra) lead exhibited under-sensing and high impedance. The rv and ra leads both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead fractured and was capped and replaced.